Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were unable to obtain ECG readings from the leads after disconnecting and reattaching them from the trunk cable for the heartstart mrx. There is no indication of negative patient impact.